Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the pacing lead the physician noted that the pacing lead was pulling on the tricuspid leaflet causing severe regurgitation. The pacing lead was explanted. During attempt to place a new pacing lead, three different epicardial pacing leads exhibited high thresholds after physician made a pericardial window in attempt to place the epicardial leads. Three pacing leads were attempted/not used and replaced with endocardial lead. No further patient complications have been reported as a result of this event.